Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation and testing and upon completion, no issues were observed relating to overfill as all samples met specifications. Retention samples from the incident lots were evaluated. All samples were visually inspected for the presence of additive, and all tubes were found to contain citrate additive in the tube. Following visual inspection, all samples were tested for the amount of the citrate additive and all samples were within specification requirements. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the retain samples, the customer¿s indicated failure mode with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The retain product was found to be in conformance and meet release specifications.

Event description:
It was reported that a bd vacutainer® buffered sodium citrate (9nc) blood collection tube overfilled. The following information was provided by the initial reporter, "material no. 363083, batch no. 8345991. It was reported that the vacutainer is overfilling, which results in wrong lab results. Per customer, vacutainer is overfilling when too much blood fills the tube which results in the lab results to be wrong."